Event description:
She was started on nafcillin in 2004 for possible cellulitis versus sternal wound infection. Her wound showed minimal erythema or edema. The nurses noted a small amount of purulent drainage from the inferior aspect of the incision, but blood cultures were consistently negative. Two days later, she was started on empiric cefotaxime for potential aspiration pneumonia.